Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. \concomitant product: 4194, implantable pacing lead - (B)(6) 2013. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead continued to exhibit t-wave oversensing (twos) that was unable to be programmed around. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The physician attempted to resolve the twos by reprogramming the lead sensitivity and pacing polarity, but was unsuccessful. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.